Manufacturer narrative:
H10: per information obtained from the customer, the reprocessing steps according to instructions for use were unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related improper reprocessing due to leakage occurring from the sw1. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: due to a scratch on switch one water tightness was lost, the light guide lens was shaved, due to clogging of the suction cylinder, suction valve could not be detached, and the suction cylinder was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had a suction button which could not be removed after an operation. The issue was found during a flexible sigmoidoscopy procedure. The device was returned for evaluation. During the device evaluation, foreign objects come out of distal end due to clogging of ch-tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.